Event description:
It was reported that the device was working properly and the patient continued to recharge the unit without difficulty. The patient did not feel as though the stimulation was helping their right foot pain and did not like the feeling of the stimulation. The patient requested for the device to be explanted and the healthcare provider (hcp) requested they try one more reprogramming before scheduling the explant. There was a possible explant. The manufacturer representative gave the patient several different groups and opened up the pulse width and rate. The patient would try those new groups and would make a follow ¿ up appointment with the hcp. Not scheduled at that time. The company representative reported a few weeks later that the patient has not made an appointment for the follow-up visit. They did not know how the patient was doing but thought they should have an update in a month. The company representative reported a month later that the patient is planning to be explanted but the case has not been scheduled yet. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).